Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2017, structural valve deterioration was reported secondary to stenosis resulting in the patient being hospitalized between (B)(6) 2017. The valve remains in place and the patient will be re-evaluated at a later date. Additional information received on 14 nov 2017 indicated the patient was admitted to the hospital on (B)(6) 2017 for respiratory distress. The patient died on (B)(6) 2017 due to pulmonary edema. The site has assessed this death to be possibly related to the valve. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. On (B)(6) 2017, structural valve deterioration was reported secondary to stenosis resulting in the patient being hospitalized from (B)(6) 2017. The valve remains in place and the patient will be re-evaluated at a later date. (Clinical study patient (B)(6)).